Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation of the device confirmed the followings; the reported event was reproduced. The device was disassembled. And it was confirmed that the image sensor unit cable was bent and the coating of the cable was broken near the control body. The coating of the cable may have been broken due to the stress of bending, pulling, or twisting the universal cord. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the investigation result, omsc guessed that the reported event was caused by temporary disconnection at the cable where the coating was broken. The temporary disconnection may have been due to the image sensor unit cable moving when the bending section was angled. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. The device is currently being evaluated. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the endoscopic image did not appear when the bending section of the device was angulated. This event was found during a therapeutic procedure. The device was repaired by olympus six months ago and returned to the user facility. Reportedly, this device wasn't used much after the repair, and it was not used in a way that caused break of the charge coupled device (ccd) cable. There was no report of patient injury associated with this event.